Event description:
It was reported that, during a knee procedure, the ultra fast-fix t2 could not be deployed. T1 was removed from within the patient. There was a backup device available. No significant delay or further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor has been detached from the needle. The t2 anchor is still attached and has been pushed forward. The needle appears to be bent from intended position. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was detached from the needle. The t2 anchor was pushed forward on the needle to the distal tip. The needle was bent from intended position. A functional evaluation using an artificial reference meniscus to test the deployment and found t2 deployed as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a knee procedure, the ultra fast-fix t2 could not be deployed. There was a backup device available. It is unknown if there was a surgical delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.